Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump vibration "felt weaker" compared to the customer's previous pump. There was no known impact to the customer's blood glucose.